Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this device, the device was taken out of storage mode and they observed about ten seconds of asystole. The physician tightened the set screws and pacing started. No adverse patient effects were reported.